Event description:
Procedure: endometrial ablation. Reportedly, with the device set at 1 watt in cut mode and 50 watts for coag the procedure was completed without any report of an adverse incident. Sorbitol irrigation was used around the surgical site. Later that day, the patient complained of pain in the buttocks areas and that it was hard to sit down. Reportedly, there was a skin reaction, possibly a burn, on the patient. The facility reports the return electrode pad was placed on the outer thigh area not at the burn site. The facility reports the unit will not be returned to the manufacturer for evaluation.